Event description:
Consumer stated, "the wheel broke off during his trip at the bank". Customer alleges no injuries or damages occurred.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model trsx5, serial number/date code and age of product are unknown. The owner's manual part number 1110550 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the wheel on his trsx5 manual wheelchair allegedly fell off on a trip to the bank. No injury is alleged.